Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, the sensor was taken out and the sensor wasn't there it looked like a splinter. There was a small red bump on the site. Customer's blood glucose was 185 m/dl. Troubleshooting and customer stated the sensor cannula was not intact. Customer was advised to go to his doctor so they can locate the sensor. Customer agreed to return the sensor for analysis.